Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patient experienced pain and a poking sensation. Patient was seen in office (B)(6) 2017 and reported the pain and poking sensation had self resolved. Should additional information become available this file will be updated.